Event description:
Device malfunction: partial deployment. Time of device malfunction: before use in the anatomy. Symptoms/ae: na. It was reported that after flushing the xceed device and prior to insertion into the anatomy, the stent was found to be partially deployed. A second xceed stent was used to complete the procedure. Reportedly, there was no pt involvement. Though requested, no add'l info was provided.

Manufacturer narrative:
Eval summary: the device was returned out of the packaging and the stent was partially deployed by 5mm. There was no blood present on the device. The lock was engaged, but not fully seated in the nose slot. The catheter tip was found to be advanced distal of the sheath. There was a gap between the proximal marker band and the proximal end of the stent, and the sheath was slightly flared by the expanded portion of the stent. The position of the catheter tip indicated it had been moved from its assembled position. These findings indicate that possible the catheter tip was pulled or the sheath may have been retracted inadvertently, which would allow the self expanding stent to deploy; however, no specific root cause for the partial deployment of the device could be determined. There were no mfg issues detected. A review of the history record for this device did not produce any findings relevant to this investigation.